Event description:
It was reported that during interrogation after elective replacement indicator (eri) was reached, there was a loss of capture and decreased output. The device was explanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during interrogation, after elective replacement indicator (eri) was reached, there was a loss of capture and decreased output. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Patient information is not generally available due to confidentiality concerns. Evaluation summary: normal battery depletion. Other: it was reported that during interrogation, after elective replacement indicator (eri) was reached, there was a loss of capture and decreased output. The device was explanted. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, failure to, output, low.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.